Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it was pretty horrendous pain for me every time') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), contusion ("I wake up now at least three times a week with mysterious brusies") and orgasm abnormal ("an orgasm was sure to have me hurting so much"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and orgasm abnormal had resolved and the contusion outcome was unknown. The reporter considered contusion, orgasm abnormal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following were reported via social media report: contusion, painful orgasm, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter information was added. Events painful orgasm and pain were added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.